Event description:
It was reported that during a bronchoscopy procedure with ultrasound guided transbronchial needle aspiration, the needle was not taking sample like it was supposed to. The needle was examined and it was found out that the distal tip was blunt and it was missing the metal inner cannula. The physician went back into the airway and found the distal tip and the metal sheath. It was removed with forceps through the endotracheal tube (ett). There were no further reports of patient harm.